Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the evaluation has been completed or if additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had core damage. The device was being used during surgery. No patient or user injury occurred. It is unknown if medical intervention or a delay occurred during the surgical procedure. The date of the event is unknown.